Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was no suction with the handpiece during a cataract procedure. The cassette was replaced and the procedure was completed. There was no harm to the patient.

Event description:
Additional information received indicated the surgery had begun but the phaco could not be used.

Manufacturer narrative:
Additional information provided in b.5., d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet returned sample was visually inspected and no obvious defects were observed that would have contributed to the reported event. A calibrated console was used to test the sample and the cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).